Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. An initial test found the device to fail to detect an upstream occlusion as intended. Add'l eval was unable to reproduce the undetected upstream occlusion. The unit passed add'l upstream and downstream occlusion testing.

Event description:
It was found during a baxter eval that a pump did not detect an upstream occlusion. There was no pt involvement.